Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp checked the ins with the clinician programmer and after ending the programming session, the therapy voltage was set to 0 volts. The hcp was not sure why the voltage went to zero volts. The event occurred sometime last week. No patient symptoms or harm were reported.